Event description:
It was reported that an ilet insulin pump developed a cracked display that progressed to a nonfunctional screen, preventing unlocking and normal use, and a replacement unit was arranged while the user transitioned to multiple daily injections with counseling regarding long-acting insulin timing. Investigation of this case revealed a display failure consistent with screen damage rendering the device unusable and data not synced prior to shut down. There were no symptoms, adverse clinical effects and no injury reported. Outcomes included no medical intervention and no hospitalization. Investigation included review of complaint details, user interview, and planning for device evaluation upon return. It was concluded that the event was attributable to physical damage to the device display, with no patient harm reported and user able to continue glucose monitoring with a compatible app or receiver.